Event description:
A user facility reported that an lma would not remain inflated during pt use. There was no report of pt injury or problem. The user facility has been requested to return the device for eval.